Manufacturer narrative:
The available information suggests that this device remains in-service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this physician contacted boston scientific's technical services (ts) to report that this patient suffered a cardiac arrest and the device did not provide therapy. It was unclear if the patient experienced a cardiac or respiratory arrest. Emergency medical services (ems) had been contacted and the patient was intubated. An automatic external ICD was applied; however, the patient did not have a rhythm that necessitated a shock. The patient was admitted to the hospital but has since been discharged. Ts suggested that the patient be scheduled for an in-clinic interrogation of the device. The patient has been enrolled for a patient monitoring system but the system is not currently active. According to the device-following physician, the patient has not been seen in-clinic for over one year.